Event description:
(B)(4). No serious injury alleged. Malfunction alleged.dealer states the joystick had been intermittently saying goodbye and shutting down. Now, when it does move, chair is going in circles. MDR filed.